Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with low hcg concentration samples and in-house clinically negative urine samples. All devices showed expected negative results at read time. No false positives were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided.

Event description:
It was reported that a customer received a false positive result when using an alere hcg cassette. The results confirmed via quant (B)(6) 2017 hcg = <2.39 mi/ml using vitros 3600. The customer stated their facility reports patients as not pregnant if hcg less than 6.15 miu/ml. No other patient information was received. Troubleshooting occurred with a discussion about the issue and potential factors per the pi, storage, sampling, and technique.